Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that there may be an infection involving the simplify disc implanted on (B)(6) 2025. Anticipate removal and acdf procedure.